Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/27/2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, but the data evaluation confirmed a transmitter failure. The probable root cause was determined to be a low transmitter battery that lead to a transmitter failure. The reported issue of pairing failure is reportable based on the finding of a transmitter failure.